Manufacturer narrative:
MFR received date: 28nov2019. The replaced lcd (liquid crystal display) user interface was returned and failure investigation was performed on 28-nov-2019. The lcd panel was tested and no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 11 sep 2019. The customer's problem statement was updated. The customer confirmed they experienced touchscreen failure, which required touchscreen replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer requested the part number and price for a new touchscreen, after experiencing touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. Technical support provided the customer with the required part number. The customer reported that the touchscreen was successfully installed and calibrated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer requested the part number and price for a new touchscreen. There was no patient involvement.